Manufacturer narrative:
Images were provided and confirmed frayed cable threads sticking out at the distal end of the instrument. At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that during central processing, two loose threads were found at the tip of the fenestrated bipolar forceps (fbf) instrument. There was no report of patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.